Event description:
It was reported that a revision surgery was performed on (B)(6), 2014 to remove a broken trochanteric fixation nail (tfn) that was implanted 13 months ago. The original surgery was for a femur fracture. The nail was broken at the helical blade insertion. It was reported that the patient has delayed healing, non-union, and experienced pain, irritation and discomfort. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. Implant date approximately 13 months prior to explant. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and the report indicates that: a review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was unable to engage the helical blade through the nail. Another trochanteric fixation nail was used to stabilized the femur. The procedure was successful without delay.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Decreased range of motion.